Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. Examination of the returned used sample could not confirm the reported issue. Visual inspection found no defects. Evaluation of the device confirmed that it opened and closed normally using the handle. The device was activated multiple times on simulated tissue with acceptable results and visual seal effects were observed. The investigation found the device to function normally and within specifications. Review of the relevant device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a ligasure atlas tissue fusion open instrument 10mm-20cm would grasp tissue but get stuck when trying to release after use. No harm to the patient resulted or further surgical intervention required. No further information could be provided by the customer.